Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the nurse performed a puncture on (B)(6) 19 and found that there was a tear in the decompression sleeve of the extension tube, which was immediately replaced. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tear is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue distal connector piece. Light use residue was observed on the piece. Microscopic inspection of the distal connector piece revealed a small hole in the strain relief oversleeve of the connector piece. Proximal to the tear was additional mechanical damage. The mechanical damage and tear on the oversleeve likely occurred during assembly or manipulation of the connector pieces during use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the nurse performed a puncture on (B)(6)and found that there was a tear in the decompression sleeve of the extension tube, which was immediately replaced. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.